Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 597 mg/dl at the time of incident. The customer's current blood glucose was 577 mg/dl. The customer stated they have treated their blood glucose with a 11 unit bolus. The customer declined to troubleshoot for their blood glucose. The customer stated they would change out their infusion set and reservoir and monitor their blood glucose. The insulin pump will not be returned for analysis.